Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical devices and therapy dates: attachment devices, console device, hand switch device and cable device; (B)(6) 2020. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from australia that during an unspecified surgical procedure, it was observed that while the pen drive device was being used with the reciprocating saw attachment device, the device heated up and came into contact with the patients lip causing a burn. It was reported that as a result of the burn on the patient's lip, there was an ulcer on the inside of the lip. It was reported that a gel was used to ease the burn. It was reported that the device was being used with a console device, (2) attachment devices, cable device and a hand switch device. It was reported that the surgery was completed with minimal delay. It was not reported whether a spare device was available for use. There was patient involvement. There were no reports of prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.